Event description:
I used the free style libre 3 and the adhesive irritated the skin on my arm and the needle left a small hole in my arm after using it for the 2-week period. I inserted the sensor into my arm and blood came through the top of the sensor. I also had an issue with it while I was waiting in the emergency room with a friend. We were in a room with her husband for about 4 hours and his wife touched my arm where the sensor was located, and it was sore to the touch and the app to monitor the sensor also went offline. Since the sensor left my arm scared and sore, my first thought was when I got home to take the sensor off my arm, but once I got home my arm was no longer sore to the touch, but I took it off any way. I believe with all the wireless equipment in the ER the sensor was not able to filter the signals from the wireless equipment and that is what made me tender and sore. I did go to the doctor who looked at my arm and told me not to use the sensor any more due to the irritation of my skin. No testing was done. Reference report: mw5155257.